Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the cause was traced to component failure a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited dents on edge objective frame, cracked on side of video connector (vc), and the image is out of field. There was no patient involvement.